Manufacturer narrative:
This event was identified in a literature review. Follow up performed with the co-author reported that due to the previous exposure of the prostatic tissue to prior interventions, tissue weakness predisposes patients to risk of tissue breakdown as reported in this event. The risk is documented in the needle risk assessment, IFU and user manual. No information was reported regarding the type of galil MRI needle. The device was not returned and no device malfunctions were reported in the article or during follow up with the author.

Event description:
This report is derived from a literature article publicized in interventional radiology 2019 titled "rectal wall saline displacement for improved margin during MRI-guided cryoablation of primary and recurrent prostate cancer." A retrospective review was conducted for 25 patients who underwent MRI cryoablation for primary and recurrent prostate cancer from january 2016 to december 2017 using galil medical's MRI compatible cryoprobes. Median follow-up was 14 months. The article reported that there were no intra-procedural complications. There was one major (clavien-dindo iiia) complication. This patient experienced partial anterior rectal wall breakdown which was discovered on scheduled follow-up imaging 6 weeks after cryoablation. Cystoscopy showed no evidence of rectourethral fistula. This occurred in the setting of prior radical prostatectomy with a history of rectal cancer treated with chemoradiation and low anterior resection at the site of the previous anastomotic staple line. This complication was successfully managed conservatively with endoscopically placed rectal drain placement for 8 weeks. No device malfunctions were reported in the article.